Event description:
There is no product to evaluate since all product was destroyed. The length of therapy, before the occurrences, varies from 2 weeks, 3 weeks and 7 weeks of implant. The firm built a specialized fixture for testing the number of flexes at the catheter hub junction prior to failure. The units were pressurized so that when failure occurs the number of flexes is recorded at the time of failure. This was done to provide info as to how many times the hub can safely be accessed and manipulated before stress occurs. These catheters were shown to show stress failure at 90,000 flexes. The average IV catheter may be accessed as many a four times in a 24 hour period but always at least once every 12 hours for flushing. Dressing changes, normally, are once a week and the extension set is usually changed at that time. The percentage of incidents reported for this particular gauge size product code is 00.11%, less than 1/10%. Catheter leaks for all gauges (same materials) 16, 18, 20, 24, 28 gauge in lengths of 8 cm to 60 cm represents 00.005% of all reported incidents.